Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) revealed that hp did not press stop after disconnecting from the patient line in dwell; the dwell time ran out and the hc machine started drain 2 while the hp was disconnected, causing the se 2240 alarm. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 4. The hp revealed that hp did not press stop after disconnecting from the patient line in dwell; the dwell time ran out and the hc machine started drain 2 while the hp was disconnected, causing the se 2240 alarm. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting, clearing the alarm, explaining the alarm and advising to notify the peritoneal dialysis (pd) nurse the next morning. The hp to finish that night's therapy manually. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved. The hp confirmed that she had discussed the issue with her pd nurse and was re-trained. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone and was determined to be a use error; therefore, a batch review and sample evaluation is not applicable for this report. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.